Manufacturer narrative:
The field service engineer (fse) confirmed from the customer that only one patient sample was involved and that there were no other apparent errors observed with the creatinine assay. He then inspected the entire pipetting system, checked the needles for possible obstructions, checked the rinse station, adjusted the needle positions and checked the washing and aspiration. He conducted performance tests with acceptable results. He ran controls and samples with acceptable results. He cleaned the module, confirmed that the module was running according to specifications and released it to the customer for routine use. The investigation determined that reagent issues can be excluded. The investigation is ongoing.

Event description:
The initial reporter received a questionable low crej2 creatinine jaffé gen.2 result for one patient sample tested on a cobas 6000 c 501 module. The initial result was reported outside of the laboratory. The initial sample was rerun. A new sample was also collected from the patient to confirm the result. The initial result at 3:22 pm was 5.48 mg/dl. The repeat result at 11:44 pm was 1.82 mg/dl. The result of the new sample at 10:06 pm was 1.62 mg/dl. This result confirmed that the initial result was wrong. The reagent lot number is 57938701 . The expiration date is 30-jun-2023.

Manufacturer narrative:
After service, no further issues were reported by the customer. The cause of the event could not be determined.